Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had full-height drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer four on the main station failed to stay closed and could not be recovered. A field service engineer found that the magnet from the latch assembly was missing. The field service engineer successfully replaced it with the new version and reassembled all components for the customer to test in the user application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.